Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide¿ needle's are pulling out of the hub. The following was received by the initial reporter: these needles are literally falling off the syringes/vaccines.

Event description:
It was reported that the bd safetyglide¿ needle's are pulling out of the hub. The following was received by the initial reporter: these needles are literally falling off the syringes/vaccines.

Manufacturer narrative:
One photo received by our quality team for investigation. Through visual evaluation, the needle is out of the needle hub and held by the safety mechanism. A device history review was performed for the reported lot rehu2313, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time.